Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that first cutter could not cut during vitrectomy surgery. After replacing it with second cutter, the situation did not improve. The surgery was completed by replacing the third cutter. There was no patient impact. This case involved the second of two probes.